Event description:
A healthcare professional (hcp) reported that a patient was injected with juvéderm voluma® xc with 0.2, 1.1 cc in either side of nlf. The patient called to complain that the injected areas were still sore. The hcp stated that the cap refill seemed ok but there was induration on the right side in the superior nasal concha area. The hcp prescribed augmentin, bactrin with directions to use a warm compression, aspirin, and tylenol for pain. The patient was also prescribed antihistamine. The patient has reported feeling some relief. So far there has been no visual discoloration that is new, no numbness, no tingling, and no lesions. Additionally, the hcp reported that the patient is stable right now, and just had some swelling.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.